Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the fluted tip of the drill bit ø2.5 qc l135 calibration 45 was found broken off and the remains area deformed. The fragment was not received. No other issues were identified. A dimensional inspection for the drill bit ø2.5 qc l135 calibration 45 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2.5 qc l135 calibration 45 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history manufacturing location: supplier-(B)(4). Release to warehouse date: 18-dec-2023 part number: 03.133m102, 2.5mm drill bit qc 135mm lot number: u439233 lot quantity: (B)(4). Note: lot number provided for this review belongs to the component part. There was no finished goods lot number provided and, therefore, finished part number DHR could not be reviewed. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of conformance received from (B)(4) dated 11-dec-2023 was reviewed and determined to be conforming. Hardness specified at 50-55 hrc and certified at 51.1 hrc. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported damaged drill bits in the usf core system set were received.